Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and pelvic floor mesh and a sling were implanted. The patient experienced pain, infection, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information:- there are two possible devices involved in the event as follows: prolift pelvic floor repair, tension free vaginal tape.

Manufacturer narrative:
(B)(4). It was reported that the patient had surgical procedures to remove the mesh in (B)(6) 2007, (B)(6) 2010.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, dyspareunia, continued incontinence, scarring, lesions, infection, inflammation, chronic pain, severe depression and mesh erosion through the bladder, vaginal wall and urethra. No additional information was provided. (B)(4).